Manufacturer narrative:
Investigation of the reported event has been completed. The system was investigated by our field service engineer. The reported failure was reproduced. According to the information provided by the technician, the cause of the failure was water that had damaged the air gas module and the gas block printed circuit board. The parts were replaced but unfortunately, the damaged parts have not been available for further investigation. Moisture in an air gas module as previous investigation has shown may affect the electronic inside the gas module. The air gas module regulate the air gas flow and a fault in the air gas module may lead to inaccurate gas flow regulation. This will be detected during sco and alarms will be activated if the failure occurs during treatment. The gas block pcb mounted on the gas block measures the hospital central gas supply pressures. This will be detected during system checkout and alarms will be activated if the failure occurs during treatment. According to the user´s manual, maximum levels water (h2o) in the supplied gases to the device must not be exceeded. The flow-I user´s manual states: ¿maximum levels of h2o in the supplied air is< 7 g/m3 and maximum levels of h2o in the supplied o2 is< 20 g/m3¿. The most probable source of moisture/water into the gas module and the gas block pcb is moist air from the hospital's external compressor. The manufacturing date was incorrectly set and have now been updated to correct date.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the anesthesia system failed the system checkout and that no air supply pressure was measured. There was no patient involvement. Manufacturer's reference : (B)(4).